Event description:
It was reported that there was a concern about a cartridge being difficult to fit on the piston, and the customer experienced a mobi occlusion. There was no adverse impact to the customer¿s blood glucose level. The customer resumed insulin and agreed to implement a plan to reduce future occlusion alarms, which included ensuring proper cartridge placement and understanding that multiple fill attempts are normal with less insulin. The customer expressed interest in remote training and was advised to contact support if occlusions persisted. No additional actions were required as the occlusion alarm was not active at the end of the contact.